Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead and the right ventricular (rv) lead could not be implanted. Therefore, both ra and rv leads were not used.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that the right atrial lead was unable to maintain fixation in the right atrium, while the right ventricular lead was dislodged. The patient remained in stable condition.

Manufacturer narrative:
Correction: the correct health effect, clinical code should have been no clinical signs, symptoms or conditions, rather than insufficient information. The lead was returned due to unable to implant. A complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Further information was requested but not received.